Manufacturer narrative:
All available patient information was included. An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list 2g23, that has similar products distributed in the us, list numbers 1l81 and 4p54. Note: this is the same patient and event submitted in manufacturer report number 3008344661-2018-00020. For the second suspect medical device ln 2g22.

Event description:
The customer observed discrepant (B)(6) results on the architect i1000sr analyzer. The following data was provided for a hemophiliac patient that receives factor viii: (B)(6).a new sample was processed sid (B)(6) and hbsqual ii (B)(6). The sample was also (B)(6) on another method (roche). There was no impact to patient management reported.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of instrument logs, a review of labeling, review of field data and specificity testing. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No return patient sample was available. Historical performance of the reagent lot was evaluated using world wide data. The patient data was analyzed and within established control limits. Clinical specificity testing of negative panel replicates was performed using in-house retained kits stored at the recommended storage condition. Specificity testing met all specifications. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.